Event description:
The surgeon observed staple malformation on the distal segment of the colon after firing a ralc30. The surgeon proceeded with a manual stapling device.

Manufacturer narrative:
The engineering analysis showed that the staples did not properly hit the pockets, resulting in under formed staples. Upon testing, the ralc30 was reloaded and fired without incident. The root cause could not be determined. Actions: the issue will be monitored to further investigate the exact root cause and trended to determine if a corrective action is warranted.